Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm maverick²¿ balloon catheter was selected for use and the device broke in half prior it entered the patient's body. The procedure was completed with another maverick²¿ balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. The hypotube was completely separated 52cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mmx15mm maverick²¿ balloon catheter was selected for use and the device broke in half prior, it entering the patient's body. The procedure was completed with another maverick²¿ balloon catheter. No patient complications were reported.